Event description:
The pt had a synchromed pump and catheter implanted in 1998 for infusion of medication to treat non-malignant pain/failed back surgery syndrome. In 1999, the pt had the syncrhomed pump explanted after the physician determined the rotor was not moving. The pump was returned to the MFR for analysis. Another synchromed pump was implanted on the same day and no adverse events have been reported to the MFR.